Event description:
It was reported that the right ventricular (rv) lead had high impedance with possible fracture in two areas. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, with oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).